Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue with o2 concentration. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator had an issue with o2 concentration. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). On-site investigation was performed by our field service engineer. According to received information during communication with fse, there was actually no issue with the o2 concentration. Leakage from o2 and air hoses occurred after turning on the ventilator, before pre-use check (puc). O2 and air hoses has been determined to be defective and in need of replacement. Air hose and o2 hose are connections of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. The device's logs were not provided for further analysis. The cause to the reported issue has been determined and is related to the defective o2 and air hoses.

Event description:
Manufacturer's ref. #: (B)(4).